Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aim-arm lat f/multiloc phn had the screw missing. The device has not cosmetic damage. A functional test to assess the allegation of misalignment was not conducted. Since the aiming arm screw and the drill bits, were not returned for evaluation, it was not possible to align the aiming arm. Therefore the reported condition cannot be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the aim-arm lat f/multiloc phn would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed se_357783, rev. H current / rev. E manufactured. Dimensional inspection: n/a h4, h6 product code: 03.019.008, lot number : 8519199, release to warehouse date :11 sep 2013, expiration date : na, supplier: na, manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on october 6, 2023, the patient underwent an open reduction/internal fixation (orif) surgery with the multiloc humeral nail in question for a proximal right humeral fracture. The drill bit interfered with the nail in question while the g hole was drilled after the a and b screws were inserted. The image showed that the drill bit grazed the front of the nail. The surgeon adjusted the hand and tried to recover it; however, it was difficult to correct the initial drill hole. Therefore, the surgeon decided not to insert the screw and fixed only the f hole at the distal area. The surgery was completed successfully without any surgical delay. The surgeon commented that there was no problem with bone fixation. No further information is available. This report involves one aiming arm/lat/f/multiloc proximal humeral nail. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.